Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
Attorney reported: (B)(6) 2007 - pt underwent a ventral hernia repair with a bard composix e/x mesh ellipse 4"x6". On (B)(6) 2008 - pt underwent surgery to repair a recurrent ventral hernia in the area of the previously placed composix e/x mesh. During this procedure, the pt's surgeon found that a "delaminated proceed-type mesh was intimately adherent to the small bowel." After close care, the mesh was excised. Pt has suffered and will continue to suffer physical pain and mental anguish.